Event description:
It was reported that approx 1/2 hour after sheath insertion, blood was observed in the helium tubing. Iab was exchanged. The clinician noted that it was an easy insertion. However, the pt's vessels were 95% occluded. There were no reported pt complications.